Manufacturer narrative:
The lens was returned with the base of the lens case in a plastic specimen cup in a biohazard bag. The lid of the lens case was returned inside the lens carton with some of the inner packaging components. Solution was dried on the lens. The optic was cut into two pieces, typical of an insertion and removal. One haptic or optic junction was torn on anterior surface. One optic portion was also cracked in the posterior center. A photo of the lens inside the eye was provided that matched the damaged haptic or optic junction of the returned sample. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were used. The reported damage was observed. The optic was cut into two pieces, typical of an insertion and removal. The root cause cannot be determined for the reported complaint. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd) filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. It is unknown if adequate viscoelastic was used in the associated cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The intra ocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturers recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The company 24.0 diopter lens was removed. The replacement lens information was not provided. The manufacturer internal reference number is: 2025-66482

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens optic was broken or cracked after implantation. The lens was removed from the patient eye. The procedure was completed on the same day. Additional information has been requested.